Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain. Complaint # (B)(4).

Event description:
A patient of unknown age and gender presented for a microwave ablation procedure of the liver. A 19cm solero applicator was used for treatment of the liver. The patient was placed under general anesthetic for the procedure. The solero applicator was tested per instructions for use prior to placement. (Passed). The applicator was placed into the lesion. The warning light and error code 209; coolant temp. >52oc" came on 3 seconds after the power was turned on. The applicator was removed and replaced with a new of the same. The procedure was successfully completed with the new applicator. As the patient was under anesthesia during the delay in procedure for greater than 30 minutes as considered normal for this procedure, there was a patient safety risk. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one 14cm solero probe. A visual review of the probe notes that the tip appears to be detaching from the shaft. The tip is not completely detached. The disposable probe was put through a series of power tests. There were no temperature warnings observed during testing of this disposable probe. Flow rate and thermocouple tests were run on the device to ensure there was no occlusion in the device, and that the thermocouple was working properly. The results show that the device met the flow rate specification indicating that there was no occlusion in the device. The results also show that the thermocouple was functioning correctly, as it returned a temperature approximate to the water bath temperature with no flow. Additionally, the device was connected and disconnected from the generator 10 times. There were no 209 errors seen upon connection of the probe during these 10 trials or the previous power testing. The complaint was not confirmed. The reported complaint description of an error 209 could not be confirmed. The returned probe was tested for flow rate and functionality. The probe was deemed to be functioning properly. A root cause for the reported complaint description cannot be determined. An 209-error reading can occur during a procedure for a number of reasons. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." Due to an increased frequency of complaint events associated with error 209, a CAPA has been initiated to investigate the root cause of this issue and determine applicable corrective actions. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
Returned for evaluation was a solero probe. A visual examination of the device noted the tip of the probe was bent, but still fully attached. During functional testing of the device a "high reflective power" warning was received. The reported complaint of an error 209 warning was not confirmed. A high reflected power warning was observed during tested at 100w which prevented power and ablation tests from being performed. The high reflection was most likely due to the tip being bent. The root cause for the reported complaint description of an error 209 cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4). Follow up #2 submitted as a correction due to 1st set of acknowledgments returned as failed due to incorrect code 1599 in device issue section. Resubmitted with correction (removal of code), the acknowledgment for this second submission was returned as a duplicate report. Third submission is this current report.